Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed several irregular dents on the outer surface and also several screws and the lever were missing. It was determined that the upper liquid indicator of the electronics showed discoloration. Furthermore, the main-board had a melted part which had caused the smoke development. Therefore, the reported condition was confirmed. It was determined that the device had fallen down and gotten damaged by dropping. It appeared that the device had been cleaned or maintained improperly and gotten wet. The assignable root cause was determined to be due to improper handling, which is user error/misuse and / or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Upon further review of this complaint, it was determined that the date of this report and the date received by manufacturer was incorrectly documented as (B)(6) 2015. The date of this report and the date received by manufacturer was (B)(6) 2015. This information has been updated accordingly. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the power module device had a smoke trail. According to the reporter, the technician removed the battery devices from the housing to make sure that there was nothing burning for safety reasons. There were no delays to the planned surgical procedure. It was not reported if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.